Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
The recipient reportedly experienced a decrease performance and sound quality issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as slices on the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of sound quality and a decrease in performance could not be verified during this analysis, which was limited in some respects due to the array being severed prior to receipt. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report.